Event description:
It was reported that this left ventricular (lv) lead dislodged. Surgical intervention was undertaken. The lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The lead was retained by the hospital.